Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer representative reported that there were no known outside factors to the event. They stated the reason to leave the old lead in the patient was that the physician stated that pulling the lead out could have led to pieces of the lead inadvertently being left behind and out of caution they left it in place. It was noted that device replacement resolved all the reported issues.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1q63q, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 27-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was no longer getting therapeutic benefit and was having discomfort down their leg. Imaging of lead placement were performed. During impedance testing, the battery was interrogated and found the lead was impeded on electrodes 1, 2, and 3. The physician decided to replace the lead. Upon opening the battery pocket and disconnecting the battery, the physician noticed a discoloring at the terminal end of the lead insertion. The physician implanted a new lead, left the old lead in place and decided to replace the battery as the physician thought the discoloration may have contributed to the lack of efficacy for the patient. An impedance check was completed with a new device and was found to be working properly. No further complications were reported.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) (B)(6) revealed the functioning okay, insignificant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.